Manufacturer narrative:
The customer did not retain samples for eval. The device history records (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met spec. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacture acceptance criteria. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported that dull knife blades were experienced during multiple procedures. There was no pt harm or injury.